Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high superior vena cava (svc) coil and high voltage defibrillation coil impedances, and the left ventricular (lv) lead exhibited high pacing impedances. The lv lead was programmed off, and remains implanted. A couple weeks later, the lead alert triggered once again, and the rv lead continued to exhibited high impedances, as well as varying high-voltage/svc impedances. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was additionally reported that the rv lead had an apparent high voltage coil fracture. The rv lead was explanted and replaced. Also, it was reported that the lv lead dislodged shortly after implant and was never repositioned. The lv was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead in segments was returned and analyzed. Analysis revealed the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)